Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right knee tibial poly was exchanged due to poly wear. The 7x9mm cs poly was exchanged for a 7x10mm cs poly. Initial procedure was not done at this facility so no additional information is available.